Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.